Event description:
During a pfa af ablation procedure, an air and blood leak was noted. The physician used an agilis 13f sheath. The sheath was inserted with the included dilator, and the physician was able to aspirate and flush with no issues. Once the physician was ready to perform the transseptal, the agilis dilator was exchanged for a crosswise transseptal system (non-abbott). The transseptal was performed successfully, but when the crosswise system (non-abbott) was removed, the physician noticed air entering the syringe when trying to aspirate, and there was newfound bleed back on the agilis 13f hemostasis valve. It was difficult to remove the crosswise system (non-abbott) and it was noted the crosswise may have been advanced too far into the agilis, damaging the valve. The agilis 13f sheath was exchanged and the case proceeded normally. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.